Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had insufficient skin graft. The donor skin was put thorough the mesher and was shredded instead of being mesher. The donor skin needed an additional graft. The event occurred during surgery. There was no delay reported. No additional patient consequences were reported.

Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 4 february 2019, it was reported from marshfield medical center that a mesher produced an insufficient skin graft, shredding the skin instead of making a mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the mesher on 12 february 2019 noted that the roller, side plates, comb and ball detents were worn and damaged on the device. The pretest could not be performed due to the damaged parts. Repair of the device occurred the same day and involved replacing the damaged roller, side plates, comb, and ball detents. The technician then tested and verified that the skin graft mesher was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 4 february 2019. While the service technician found that there was a damaged comb, which would impede with the graft feeding through the device and therefore cause the cutter to not imprint a proper cut to the graft, it cannot be determined from the information provided as to what caused the damage to the comb. Therefore, a specific root cause of the reported shredding and insufficient skin grafts cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.